Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an intermittent audio output occurred. The patient stated sometimes she will receive beeps when her values exceed her settings and other times, she will not receive any audio alerts. The patient reported that on (B)(6) 2019, the receiver had not alarmed all day, she started vomiting and drove herself to the emergency department (ed). Her bg in the ed was 700 mg/dl and diagnosed with diabetic ketoacidosis (dka). She was treated with IV fluids, IV insulin and discharged home from the ed. At the time of contact, the patient was doing fine. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.